Event description:
It was reported to boston scientific corporation that a wallflex fully covered rmv removable biliary stent was implanted in the papilla during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a malignant stricture due to papillary carcinoma. On (B)(6) 2014, the patient complained of abdominal pain. The physician noted that there was complete tissue ingrowth of granulation tissue on the end of the stent that was out of the papilla. The physician also alleged that the stent cover was missing when the stent was implanted, that the stent was either partially covered or uncovered when implanted. A second wallflex fully covered rmv removable biliary stent was implanted within the first stent to finish the procedure. Reportedly, the physician plans to remove both stents after 3 weeks. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Reporting was required because the device is only sold ous but is similar to the m(B)(4) that is sold in the us.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was under the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.